Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021 around 3:00 pm, while driving home from work, the patient lost consciousness and crashed into four cars and a light pole: totaling her car. She stated that she had not received any alerts prior to losing consciousness. Emergency medical services (ems) was called and it was documented her cgm displayed 80 mg/dl and her bg was 40 mg/dl at the time of the event. Ems started inserted an IV in each arm, administered IV glucose which infiltrated resulting in large hematomas on both arms. Post-treatment at 4:30 pm, the patient¿s cgm displayed 212 mg/dl and her bg was 169 mg/dl. It was not confirmed if the patient was transported to the hospital. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the a and c zone of the parkes error grid. No additional patient or event information is available.